Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's father stated that during the night, the cgm showed an urgent low soon alert and then a low bg value of 51 mg/dl. The patient's father had a "hypoglycemic crisis" and the father provided them with glucagon. The father called for an ambulance and when paramedics arrived, the cgm was displaying 240 mg/dl while the bg was 140 mg/dl. No further treatment was provided by paramedics and the patient did not go to the hospital. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.